Event description:
It was reported that the right ventricular (rv) lead experienced a polarity switch which resulted from a lot of ventricular high rate events. Noise was noted in unipolar and bipolar configurations; impedance was measured at an undefined value, and a lead fracture was confirmed. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: adsr01 implantable pulse generator (B)(6) 2009.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected range. Analysis of the device memory indicated oversensing due to electromagnetic interference (emi)/noise. Apparent noise in ventricular high rate episodes. Ventricular lead impedance rises from an approximate baseline of 450 ohms to open/undefined impedance the week ending 2013-(B)(6).